Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Patient reported "patient reported left side ¿chronic nonspecific inflammation, synovial metaplasia, cd30 negative, alk negative." Healthcare professional later reported "surgery due to capsular contracture iii, small amount of seroma and pain.¿. The device has been explanted.

Event description:
Patient reported "patient reported left side ¿chronic nonspecific inflammation, synovial metaplasia, cd30 negative, alk negative." Healthcare professional later reported "surgery due to capsular contracture iii, small amount of seroma and pain.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. No further actions are required as the device was implanted.